Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed evidence of fire on the waste pump for the alinity ci series system. No impact to patient management was reported. No injury was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint data, troubleshooting of the analyzer, a search for similar complaints, and a review of labeling. Return material was not available. The installation of a new alnty ci external waste (part number 04s74-01) resolved the issue. No issues were identified once the part was replaced. The burn damage, observed in the alnty ci external waste was limited to the level switch-float for the alnty ci external waste; the damage did not spread to other parts of the instrument. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer or the alinity ci external waste, was identified.